Event description:
It was reported the when the stimulation was turned on there was a shocking or jolting sensation. Pt was hit by an 18 wheeler and had some shocking so she turned her device off. The doctor looked and the leads appeared not to have moved. The doctor told her to contact the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).